Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 200 mg/dl, 294 mg/dl, and 600 mg/dl with the lifescan meter, performed between 11 to 20 minutes of each other. The patient reported that the test strips were peeling upon insertion into the meter, however, the issue is due to user technique. The customer care representative (ccr) walked the patient through two consecutive control solution tests, using the reported lot of test strips, and the results fell outside the specifications. The ccr walked the patient through a control solution test, using a different vial of test strips and the result fell within specifications. The patient neither alleged harm nor experienced injury or medical intervention. Based on the two failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The test strips and control solution were replaced.